Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain and difficulty breathing while performing automated peritoneal dialysis (apd) therapy during fill five of five. The fill volume was 2119 ml. It was reported that the patient requested assistance to disconnect from the hc to go to the hospital. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome was not reported. Pd therapy was ongoing at the time of the reported event. No additional information is available.